Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated the string broke on her tampon and the tampon remained inside of her for three weeks. The consumer stated that she went to remove her tampon and could not locate the string. She also searched for the tampon and could not locate it. For over three weeks, she indicated that she could feel the tampon, but could not locate it. During sexual intercourse, she realized the tampon was still inside of her and painfully removed it.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.